Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between (B)(6) 2025 and (B)(6) 2025. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour was found occasionally within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 2/11/2026 and it was determined this complaint is not reportable per (B)(4).